Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue was that the failed accuracy test which was not identified during the customer call. This case came from gcs community. This case is closed due to unresponsive customer. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while conducting annual maintenance, the customer biomedical engineering department has noticed a 10-15% failure rate of the pump modules when performing the patient side occlusion test. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.